Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient called clinic stating that implantable cardioverter defibrillator was vibrating. Patient presented to clinic on the following day, and it was noted that right ventricular lead exhibited noise oversensed episodes and inappropriate anti-tachycardia pacing. The defibrillation portion was turned off and the patient would be referred to a doctor for a possible lead replacement. The patient was stable.